Manufacturer narrative:
Analysis and results: (B)(4). We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.91 kgf in average and 0.01 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). However, according to ep one low value in 15 tested units is accepted. Although the results fulfill the requirements of the ep regarding needle attachment strength in 6 of the units tested splitting has appeared in the attachment area after the test. Therefore, we consider the complaint as confirmed. Reviewed the batch manufacturing record, this product had an incidence during the process but the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the surgical sutures were untied from the needle before use. Inside the box, the string was also found detached from the needle. 6 envelopes with threads were opened. Of these, 2 threads could be used, 2 were found detached from the needle and 2 threads were broken/detached from the needle. No further information has been received.